Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery and power issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the reported battery and power issues. Visual inspection found evidence of liquid contamination on the top case assembly. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported battery and power issues were most likely due to liquid contamination of the main circuit board (pcb) in the top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery and power issue. There was no patient injury reported as a result of this incident.